Event description:
Hsg procedure: catheter and procedure completed. Dr tried to deflate the balloon on catheter for removal and balloon would not deflate. She tried manipulating catheter and syringe but no success. I cut tubing to see if air would come out and deflate balloon, but no success. Finally she pulled catheter out with balloon inflated. Balloon deflated after removal through the cervical canal. Dr had this same problem with 2 other catheters, but she was able to deflate the balloon before removal. No info available of those catheter lot #s.